Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Device successfully reset and was restored to programmed settings.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 43904 competitor implantable pacing lead implanted: 1997 (B)(6). (B)(4).

Event description:
It was reported that while interrogating patient's device, an error message was received. It was noted the error was a power-on-reset (por) and the device performed a full restore with parameters being restored. The device remains in use. No patient complications have been reported as a result of this event.